Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - partial lung resection (complete vats) was performed. - after a spring fell out from inside the device, it could be opened using the release button. - there was no bleeding and no additional treatment was required. - the fallen part was retrieved. - the fallen part was enclosed with the defective device. - the patient¿s condition after surgery is stable. - was there a change in the procedure?=>no if yes, please explain. - did the damage occur right out of the packaging, during loading/unloading, or in the operative field?=>the issue occurred when trying to open the device after the firing. - what part of the device was broken?=>unk, a spring came out from the device. - did the damage occur right out of the packaging or in the operative field? - did any pieces fall into the patient?=>no if yes, were they retrieved? - will all pieces be returned with the device?=>yes if no, were they discarded? The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic respiratory procedure, it was observed that the jaws were difficult to open when they tried to release as usual after the 1st firing. When they tried to open it with the manual override lever, the internal spring fell off from his hand. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.